Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a leaking reservoir. The customer stated prior to the event, the customer had been experiencing elevated blood glucose levels of 450 mg/dl. Troubleshooting was performed and the customer found insulin leaking from the reservoir compartment. The customer then stated that she was unable to find where the leakage originated. Nothing further was reported.